Event description:
Getinge became aware of an issue with one of our columns ¿ 118001c0 ¿ magnus table column, mobile. As it was stated, an unintended movement of the column occurred, causing the table to quickly lower into the down and tilt positions. The exact range of motion is unclear. The client confirmed that there was a patient on the table at the time of the incident. The patient was securely fastened to the table, did not fall to the floor, and did not suffer any injuries. The exact type of surgery being performed is unknown. We decided to report the issue due to a potential for serious injury if the situation, namely the unintended movement of the table with a patient on the operating table, was to reoccur.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. The unique identifier (UDI) # information is not available since the device was manufactured before 09/24/2022. D10 concomitant products: 118010a0 - basis tabletop, individual configuration. E1 event site name: (B)(6).